Manufacturer narrative:
Device available for eval? Yes. Returned to manufacturer on 10/31/2023. H.6 investigation summary: material #: 368607, lot/batch #: 2160828. Bd received 4 partial shelf packs of samples for investigation. Thirty (30) of the samples were randomly chosen and evaluated by visual examination and the indicated failure mode for damaged needle point with the incident lot was not observed. Additionally, 30 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to damaged needle point as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode damaged needle point.

Event description:
It was reported that during use with an unspecified amount of bd vacutainer® eclipse¿ blood collection needle the cannula splits during draw. There was no report of patient impact. The following information was provided by the initial reporter: customers respond that the emsn's tips of the needles split when drawing blood, occurred quite frequently.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with an unspecified amount of bd vacutainer® eclipse¿ blood collection needle the cannula splits during draw. There was no report of patient impact. The following information was provided by the initial reporter: customers respond that the emsn's tips of the needles split when drawing blood, occurred quite frequently.